Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step properly. Tandem technical support educated customer on the proper air removal process per the tandem user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 363 mg/dl.